Event description:
It was reported that the cardiac resynchronization therapy defibrillators (crt-d) device was attempted implant due to shock impedance measurements greater than 125 ohms. During the device revision procedure, defibrillation threshold testing (dft) was performed, the patient had to be externally rescued due to the device displaying code 1005 and out of range shock impedances on this right ventricular (rv) lead. This rv lead remains in service. No additional patient adverse effects were reported.